Event description:
During a scheduled removal of a wound drain, the nurse was unable to pull out the drain. The doctor then pulled and the drain and it broke and left a portion of the drain inside the pt. The pt was taken back to surgery to have the indwelling drain portion removed. There was no suture attached to the retained drain portion. There was nothing noted to be impinging on the drain at the time of the second surgery. There were no nicks or punctures noted to the drain inself. No further compications were reported.